Event description:
Foreign material was seen on the medical side of the lateral fixation peg of the femoral component. Another device was available and implanted without incident. There was no adverse consequence for the pt.